Event description:
A failure in shape development of the occluder both on table and in the patient was reported.

Manufacturer narrative:
The review of the batch record and inspection protocols of the reported device revealed no deviation. All qc criteria were within specification according to the batch record. The storage conditions were within the specified parameters. The final inspection of the reported device and its corresponding procedure pack revealed no deviations. The visual and functional investigation did confirm the shape development failure of flex ii asd occluder as reported by the customer. Based on the investigation findings, a manufacturing-related failure, which was not identified in the qc inspection, could be identified as root cause of the reported event.

Manufacturer narrative:
The review of the batch record and inspection protocols of the reported device revealed no deviation. All qc criteria were within specification according to the batch record. The storage conditions were within the specified parameters. The final inspection of the reported device and its corresponding procedure pack revealed no deviations.

Event description:
A failure in shape development of the occluder was reported.